Event description:
Kimbelry-clark received notice on 12/17/98 alleging that on or about 10/15/96, pt experienced headache, fever and flu-like symptoms. Pt was allegedly hospitalized on 10/17/96 and diagnosed with toxic shock syndrome. Pt was allegedly using kotex super plus, super and regular absorbency menstrual tampons when she became ill.